Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty connecting the sheath to the clip applier and difficulty removing the sheath from the clip applier were confirmed based on the returned device condition. The reported difficulties appear to be related to user technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device via 6fr sheath after a diagnostic procedure. Reportedly, the starclose se clip applier was attempted to be connected to the starclose exchange sheath; however, the device didn't "click" but wasn't able to be pulled a part. The locator wings were deployed but the position was not idea due to some posterior wall plaque. The safety release button was depressed; however, the starclose se exchange sheath and the clip applier were noticed to be detached. It was believed that this occurred when retracting the starclose se device to deploy the locator wings. The starclose se device was removed from the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.